Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose level of 407 mg/dl, dry mouth, and difficulty thinking; cause was unknown. Reportedly, the customer gave a correction bolus via the pump to address bg. Additional information was not provided. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.